Event description:
This is filed to report the unintended movement of the delivery catheter. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. When advancing the delivery catheter (dc) handle forward, it would move more medially, deflecting about 20-30 degrees. When the dc handle was retracted the device would straighten out. The device was then removed from the patient and a replacement was used to complete the procedure. A bend was observed in the shaft. There were no patient consequences or clinically significant delay. The procedure was completed with mr grade reduced to 1. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported unintended movement associated with the shaft deflection when advancing, and the reported deformation due to compressive stress associated with the shaft bend, could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.